Manufacturer narrative:
(B)(4). Batch # n9173c. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested. According to our info there were no adverse consequences for the patient (e.g. Cut off device, damage to any body structure, change in the plan of care) no further information is available.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the instrument did not open; the display showed a yellow warning that said reactivate. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.